Event description:
Procedure: nephrectomy. Reportedly, during use of the device a silver piece of metal, reportedly from the device electrode, was found in the surgical area. The piece of metal was retrieved without incident or any reported adverse affects to the patient.